Manufacturer narrative:
Insulin pump alarmed button error due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 145 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.